Event description:
The customer used the device to check their blood glucose and obtained a result of hi. They dosed 32 units of insulin and one hour later emergency medical technicians were called and pt's glucose was in the low 30's mg/dl. Pt was taken to the hosp and admitted. They were given an unk shot to increase their glucose. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.